Event description:
Event description cpi received information that a ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system exhibited oversensing when the patient was being paced. The patient's paced rate was 40.